Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation and asthma (new or worsening). This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.